Manufacturer narrative:
(B )(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, c2-3-4 instrumentation using mountaineer was performed on a patient with l3-4 pyogenic spondylitis. After inserting the screw into the bone hole, the surgeon had difficulty in disengaging the screwdriver from the screw head. He removed the screw and retried, but the screwdriver and screw head could not be separated. When he removed the screwdriver with strong force, the screw head got dislodged from the screw shank. Another screw was inserted instead and the case was completed without delay. The surgeon requests to investigate whether the screw had a problem. There were no adverse consequences to the patient.

Manufacturer narrative:
The mountaineer favored angle screw (product code: 1883-18-314, lot number: atdbkd) was returned to the complaints handling unit (chu). The screw had fallen apart. The tulip head and saddle had become separated from the screw head. It was noted that the saddle was missing from the returned parts. The anodization on the tulip head has been worn off in several locations, notable two of its screw threads and the bottom hole. These marks may be indicative of the forces applied to the screw during insertion. Because of these markings, it is thought that the tulip head, saddle, and screw head may have been forced apart when an unexpectedly high amount of force was placed on the screw head during the insertion and tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the sample and the information provided. A potential root cause may be an unexpectedly high amount of force placed on the screw head during the insertion and tightening of the favored angle screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.